Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that they are experiencing high blood glucose levels that rose to 26 mmol/l (468 mg/dl) while wearing the pod on their arm between 1 and 4 hours. The patient had administered at least 46 units of insulin at that point, but it seems the pod is not even providing 1 unit. The patient removed the pod and noticed that everything concerning the pod appeared normal with the exception of the pink slide which did not move forward, which could indicate a needle mechanism failure. As treatment, a new pod was applied.